Event description:
It was reported the telescope lens was cracked. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (add telephone number) and g2 (unmark health professional) additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint lens was cracked was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the excessive force. Olympus will continue to monitor field performance for this device.